Event description:
Foley catheter was inserted into patient. Upon surgeon attempt to inflate balloon it was noted that the air inflated the entire proximal end of the catheter rather than the balloon itself. Foley was removed and replaced without causing harm to the patient.